Event description:
The report received from the study indicated that ten (10) days after the index procedure for precise stent placement, the pt experienced an ischemic stroke. The pt had a precise 8 x 30 mm stent implanted in the ostium of the right internal carotid artery (rica) during the index procedure. The onset of the event was step-like. The duration of the neurological deficit was less than twenty-four hours and did not require re-intervention. The event was not related to the pt's anticoagulation. The pt's recovery was full with no deficit. The rica target lesion was reported to be: ostial, 25 mm length, a 50% stenosis, 6.0 mm vessel diameter, concentric calcification, mild tortuosity, and eccentric. The lesion was pre-dilated. The residual stenosis was 0%. The pt had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the procedure. The pt was seen in follow-up at the thirty-day interval with no problem noted.

Manufacturer narrative:
The device remains implanted in the pt and is not available for inspection. This sapphire study pt underwent carotid artery stent implantation and approximately ten days post index procedure suffered an ischemic stroke. This is a male with medical history including hyperlipidemia, history of smoking (> 5 packs of cigarettes), and hypertension. This pt meets the high-risk criteria of post radiation treatment. The indication for treatment of carotid stenosis was symptomatic disease. The target lesion was right internal carotid artery described as mildly concentrically calcified, mildly tortuous and 50% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The pt left the angio suite neurologically intact. The pt was discharged the day after the procedure on an asa and plavix medication regimen. Ten days post procedure, the pt presented with step-like neurologic deficits diagnosed as an ischemic stroke. The duration of the neurological deficit was less than twenty-four hours and did not require re-intervention. The pt's recovery was full with no deficit. The pt was seen for the 30 day follow up with no further neurologic symptoms and continued on the asa and plavix medication regimen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14093102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14093102. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and lesion factors may have contributed to the reported event. Please note that this is the initial/final report for this product.